Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08730 inches. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No unexpected occlusions or insulin flow blocked alarm noted during testing. Successfully downloaded history files and traces using thus. No delivery alarm/insulin flow blocked alarm was found in the formatted history file on: (B)(6) 2023 14:45:00.000 alarmalertnotification faultnumber = no delivery (7) during basal delivery (B)(6) 2023 15:28:10.000 alarmalertnotification faultnumber = no delivery (7) during basal delivery (B)(6) 2023 20:58:00.000 alarmalertnotification faultnumber = no delivery (7) during basal delivery (B)(6) 2023 09:07:00.000 alarmalertnotification faultnumber = no delivery (7) during basal delivery (B)(6) 2023 09:29:18.000 alarmalertnotification faultnumber = no delivery (7) during basal delivery (B)(6) 2023 10:21:06.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery (B)(6) 2023 22:28:30.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery (B)(6) 2023 22:32:24.000 alarmalertnotification faultnumber = no delivery (7) during prime (B)(6) 2023 22:34:16.000 alarmalertnotification faultnumber = no delivery (7) during prime (B)(6) 2023 22:39:04.000 alarmalertnotification faultnumber = no delivery (7) during basal delivery (B)(6) 2023 07:45:06.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery (B)(6) 2023 12:26:00.000 alarmalertnotification faultnumber = no delivery (7) during basal delivery (B)(6) 2023 13:24:35.000 alarmalertnotification faultnumber = no delivery (7) during basal delivery (B)(6) 2023 14:55:50.000 alarmalertnotification faultnumber = no delivery (7) during prime (B)(6) 2023 17:40:36.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery (B)(6) 2023 17:50:00.000 alarmalertnotification faultnumber = no delivery (7) during basal delivery (B)(6) 2023 16:53:00.000 alarmalertnotification faultnumber = no delivery (7) during basal delivery (B)(6) 2023 17:05:00.000 alarmalertnotification faultnumber = no delivery (7) during basal delivery please see below for pump errors/alarms noted 1 week prior to the event date 21-mar-2023 in the formatted history file.  Low battery alert was recorded and found in the formatted history file on: (B)(6) 2023 10:20:10.000 replace battery alert was recorded and found in the formatted history file on: (B)(6) 2023 19:51:00.000 insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2023 20:25:19.000 replace battery now alarm was recorded and found in the formatted history file on: (B)(6) 2023 20:22:00.000 power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted during testing. No power error 25 and power loss alarm recorded 1 week prior to the event date (B)(6) 2023 in the formatted history file.  Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2023 at 6:05:58 pm. There was no power data available for the date of (B)(6) 2023. Unable to check power data for low battery alert and replace battery alert/replace battery now alarm. There were no unexpected pump errors/alarms/alert noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a stained keypad overlay and a scratched case. No delivery alarm/insulin flow blocked alarm was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported a recurring insulin flow block. Troubleshooting was declined. No harm requiring medical intervention was reported. It was unknown if the customer will continue the use of the pump. The product will be returned for analysis.